Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported a balloon burst. The replacement tube was inserted on (B)(6) 2010 and the balloon burst on (B)(6) 2011.